Event description:
Customer reported the left monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and straightened connector pin on c-arm and smoothed out connector on cable. System operates as intended.